Event description:
The customer reported that the system displayed an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. As precaution, interconnect cable was replaced. The video board and system interface board were evaluated and reseated. The system was tested and found to be working as intended and put back into service.